Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the customer was informed to continue using the pump and to contact technical support if the malfunction code recurred, which it did not after resetting.